Manufacturer narrative:
One fast-cath hemostasis introducer was returned for analysis. The sheath had been stretched and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the stretched and torn sheath is consistent with damage during use.

Event description:
During a pulmonary vein isolation procedure, the body of the introducer was torn. When removing the introducer, the body was torn 15 cm proximal to the tip and the proximal part of the sheath appeared stretched in a longitudinal direction. A portion of the sheath was removed and an x-ray confirmed no sheath material remained in the patient. No resistance was noted when removing, inserting, and manipulating the catheter into the sheath. The procedure was completed with no consequences to the patient.